Event description:
It was reported during use of bd vacutainer® cpt¿ cell preparation tube with sodium heparin, an unspecified number of samples exhibited poor plasma (floating debris and clumps above the gel). There was no health impact or consequences reported.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos for evaluation. Complaints for sample quality are under statistical control for the month of november 2024. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Manufacturer narrative:
D4. Medical device lot#: unknown d4. Medical device expiration date: unknown h4. Device manufacture date: unknown a device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported during use of bd vacutainer® cpt¿ cell preparation tube with sodium heparin, an unspecified number of samples exhibited poor plasma (floating debris and clumps above the gel). There was no health impact or consequences reported.